Event description:
It was reported that during a colectomy procedure, the clips were malformed. Another device was used to complete the case with no patient consequence. No more details available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device fired through lockout. The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The analysis results of device (b) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was visible at the 14th firing sequence thus, it was not completely visible. This finding is not related with the incident reported. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.